Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels of 25 mmol/l. The customer reported that she was fine during the morning and had breakfast and then she noticed that she was high. The customer stated that her blood glucose levels went down to 6.4 mmol/l after changing the infusion set. The customer stated that she changed the infusion and noticed that the cannula was bent. The customer stated that she changes her infusion set every two days. Product is not expected to return. Additional device related incidents: reservoir ((B)(4)); infusion set ((B)(4)).